Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device felt strange when opening the footplate in step #1. The plunger was pushed in and pulled out with only one end of the suture seen. It could not be used for closure. The sheath was upsized to 14f and the tavi procedure was completed. Surgical cutdown and suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.